Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was reported to be moderate calcification and a moderately angulated aortic neck. It was reported that upon final angiogram, there was a type I endoleak present. The physician elected to balloon and place two palmaz stents, however, the type I endoleak did not resolve. The endoleak is very slight and the physician has elected to monitor the pt. No additional clinical sequelae were reported and the pt is fine.